Event description:
Note: date of the event and procedure date are unknown. It was reported to boston scientific corporation on april 3, 2008 that a stonetome stone removal device was used during a endoscopic sphincterotomy (est) procedure (patient age, gender and weight are unknown). According to the complainant, the device was introduced over a guidewire to perform the est procedure. The device was attached to an electrosurgical generator after reaching the targeted lesion. When the physician pushed the button of the generator to "electrify the device," the patient complained about a "stomach ache." It was further reported that although the patient had stomach pain, the physician was able to successfully complete the procedure with this device. There were no patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the customer shipment history identified the three most recent lots shipped prior to the reported event ((11305824, 11376014 and 11389546). The device history record for each lot was reviewed; no anomalies were noted. A review of the complaint database revealed no additional complaints reported for lot number 11305824 and one additional complaint reported for each of the other two lots (11376014 and 11389546 for non-related issues).bsc reference a00108903 / 724321